Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that during patient use of the e360 ventilator, there was a "low battery" alarm. The battery only lasted for 40 minutes. The patient was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
An investigation of the returned battery confirmed the customer reported complaint. After 17 hours of charging to build a full charge, the battery charge level icon indicated 2-3 of 4 bars (50-75%). Battery runtime was 32 minutes until first low battery alert followed by 20 minutes (54 minutes total) until power fail alert and device alert and ventilation stopped. (B)(4).